Manufacturer narrative:
Evaluation - results: leak was attributed to the rinse block not draining efficiently. Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a clear liquid leak around the dispense probe of the lh750 slidemaker. Customer stated that there was no impact to patient results and that no death or injury was attributed to this event. Customer reported that the event is related only to the slidemaker hence there was no change to patient treatment. Customer was wearing a lab coat and gloves at the time of the incident and no exposure to open wounds or mucous membranes was reported. Field service engineer (fse) was dispatched and found the probe rinse block overflowing. Fse replaced the rinse block drain tubing and flushed the vacuum pathway then verified repair per established procedures. Root cause for the leak was determined to be the rinse block not draining efficiently.